Event description:
Related manufacturer reference number: 2017865-2022-19486. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Additional, it was noted that the patient's right ventricular lead exhibited noise leading to over-sensing and pacing inhibition. The lead was capped and replaced on (B)(6) 2022. The device was explanted and replaced. The patient condition was stable post-procedure.